Event description:
It was reported pt experienced a shocking or jolting sensation. The pt stated he was sick and shut his stimulation off for two days. The pt turned it on the day before yesterday and he didn't get anything at first. Then pt lifted his head up and he was getting a powerful shock. Pt stated his shoulder was hopping. It was between the center spine and the right rotator cuff. Pt indicated he had not had any falls or accidents. Pt stated he does have seizures in his sleep. Pt did not know if he had any seizures. Pt's symptoms were located in his right shoulder and spine. The pt was home. Pt indicated there was a cutting sensation over where they did the laminectomy, where the shoulder meets the neck. Pt had a scheduled appointment to meet with physician. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).